Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/asked but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded multifocal intraocular lens (iol) was scratched. The iol was fully inserted and removed from the patient's left eye. Another johnson & johnson lens (same model and diopter) was successfully implanted as a replacement. There were no vitrectomy, incision enlargement, or sutures required. There was no patient injury. The lens is not available for investigation. No other information was provided.